Event description:
It was reported the patient was admitted to the emergency department with symptoms of chest pain and irregular heart rate. The remote transmission revealed possible atrial under sensing which could result in lack of mode switching. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.